Event description:
A healthcare professional reported, right side "implant rupture". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. (Health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "right implant rupture." Device replaced with non allergan device.

Event description:
A healthcare professional reported right side "implant rupture." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening and broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device.